Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage cable, batteries, and calibrated the battery charger. System operates as intended.

Event description:
Customer reported the system lost the image when switching to lateral position and the screen went black. No patient injury was reported.